Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The following was omitted from the initial report:replacement products were sent to the patient.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultralink meter did not turn on when a test strip was inserted. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2014 at 11:40 am. The patient manages her diabetes with an insulin pump. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "heart racing, nausea, dizzy and sweaty" 20 seconds after the alleged meter issue began; however, she denied having received any treatment. At the time of troubleshooting, the csr noted that there was no indication of product misuse, the subject meter was not being used for the first time, the correct test strips were being used, the test strips were not identified as counterfeit/suspect and the meter turned on both when the power button was pressed and when a new test strip was inserted. The csr also noted that the patient did not have the subject test strip available. Based on the information provided, this complaint is being reported due to the following conclusion(s): as the patient's reported symptoms developed "20 seconds" after the alleged meter issue beginning, it's safe to assume the patient was already symptomatic prior to the alleged meter issue beginning. As the subject test strip was not available to troubleshoot, a test strip malfunction cannot be ruled out even though the subject meter worked as expected during troubleshooting.

Manufacturer narrative:
Follow-up # 2 - 4/22/2015 device evaluation. The lay user/patients meter has been returned on 3/31/2015 and further evaluated by lifescan product analysis on 4/7/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.